Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. According to the reporter: the sulu was used for resection of the rectum. Anastomosis was performed with eea28. The patient underwent surgery 48 hours later, during which evidence of a complete rupture of the staple line was detected. Unfortunately, the patient passed away due to septic shock. Further details have been requested.